Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had the needle break in the body inserted in abdomen when removing needle hub. Customer's blood glucose value was unknown at the time of the incident. Customer states that needle hub was hard to remove, worn a few seconds. Needle hub was hard to remove so he wiggled it a little. Customer states that introducer needle broke while in body and they were able to remove it and was no longer in the body. The customer was assisted with troubleshooting. Device will be returned device for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.